Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.2, doctor's meter-inr: 2.5. He used meter only for a few months, and did not know what type of meter the doctor has.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, reference: 2.5, mean: 1.85, confidence-limits: 1.2-2.3. Tests between two readings are done within couple hours, but did not specify the exact time interval. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Summary: previous strip investigation on strip lot 216965 revealed no discrepant results on referenced meter and in-house meters. No further action is required. Further testing is not required at this time. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.